Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper, lower and mid abdomen using the curve 150 applicator and was diagnosed with pradoxical adipose hyperplasia on the same areas.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper, mid and lower abdomen on (B)(6) 2021 using the cooladvantage system curve 150 applicators, who developed paradoxical hyperplasia (ph) after treatment.